Manufacturer narrative:
(B)(4).

Event description:
The impedance measurements were greater than 4,000 ohms on 3 of 4 contacts on one side. The pt has no therapy benefit. Add'l info has been requested.